Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified, ostial right coronary artery. After pre-dilatation was performed using a 3.5 x 15 mm nc quantum balloon catheter, a 3.50x20 mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the stent engaged with the calcification and the device failed to cross the lesion. The device was removed and it was noted that a stent strut was lifted. Subsequently, pre-dilatation was performed again and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.